Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient was hospitalized for elevated blood glucose (bg) of 400mg/dl with large ketones. The patient reportedly discontinued insulin pump therapy and was treated with intravenous fluids and other unspecified treatment. The patient reportedly remained hospitalized at the time of contact with animas. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. Troubleshooting indicated the pump was delivering appropriately as programmed; no defects were found with the pump. The patient was referred to their healthcare provider for diabetes management. Although no defects were found with the pump, the patient insisted the pump be replaced. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention associated with an alleged non-specific pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 06/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/13/2016 with the following findings: a review of the pump histories indicated that the pump was manually suspended and resumed as follows: manually suspended (B)(6) 2016 at 05:46 and manually resumed the same day at 06:01; manually suspended on (B)(6) 2016 at 21:15; a reboot occurred on (B)(6) 2016 at 22:03 and deliveries resumed (B)(6) 2016 at 11:31; manually suspended (B)(6) 2016 at 10:59 and resumed the same day at 11:23. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions and no errors, alarms, or warnings occurred during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).